Event description:
It was reported that the rotating adaptor detached from the body of a y-adaptor during an injection with the ascist power injection system spraying blood. The injection was being performed at approx 600psi at the time this happened. There was no pt injury.